Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 300mg/dl at the time of the incident. The patient's current blood glucose was unknown. The customer reported that the patient had high blood glucose for two days. They had changed out the infusion set. The customer blood glucose was in the 430 mg/dl range. The customer said that the pump was being suspended every morning. The customer woke up this morning in the 200mg/dl range and he has had a ton of insulin. The customer had nauseous and flushed. The customer treated with pump. Based on customer report customer does not allege pump was under delivering. The pump passed the displacement and high pressure test. Previously customer¿s blood glucose was 400mg/dl. The insulin pump will not be returned for analysis.